Event description:
It was reported to philips that high temperature in the technical room caused system alerts on an allura xper fd10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service identified that the customer repaired the air conditioning, stabilizing the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).